Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion test, occlusion test, prime, system sensor test and excessive no delivery test. Unit received with completely broken off reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube, cracked display window, cracked reservoir tube window, cracked reservoir tube and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump is cracked at the reservoir compartment. The customer's blood glucose reading was 341 mg/dl at the time of incident and extremely high this morning. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.